Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2013 during night drain cycle three. The patient's ultrafiltration reading was 2357ml, indicating the home patient (hp) drained 1997ml more than their maximum programmed fill volume of 2400ml. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was returned to baxter, and the evaluation is complete. The reported problem of an increased intra peritoneal volume (iipv) event was confirmed through the event history log review. The probable cause was determined to be a use error. The tidal total ultrafiltration removal was set too low resulting in an insufficient drain. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.